Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to the onetouch basic meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient indicated she tests four times a day and manages her diabetes with 70/30 insulin (based on the reading with the subject meter) and glucophage (dosage unknown) twice a day, after obtaining a blood glucose reading. The patient informed the mss she obtained the subject meter on (B)(6), 2010 from her health care provider (hcp). The patient stated the hcp provided her a form that highlighted her new blood glucose range and how much insulin to administer (based on the reading with the subject meter). According to the patient, she noticed her blood glucose range was now higher and as a result, she was required to administer more insulin than usual. The patient alleged that the issue began on (B)(6), 2010 at 6:48pm. At various unknown times in the evening, the patient compared the subject meter against the onetouch basic meter (within 30 minutes of each other). The patient reported blood glucose results of "315 mg/dl" with the subject meter and "215 mg/dl" with the onetouch basic meter; "72 mg/dl" with the subject meter and "51 mg/dl" with the onetouch basic meter, and "163 mg/dl" with the subject meter and "92 mg/dl" with the onetouch basic meter. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In response to the alleged issue, the patient corrected and clarified she administered her evening insulin based on the result with the subject meter and followed the new range that was provided to her; the patient, however, does not recall the blood glucose result or how much insulin she administered. At approximately 2:30am (on (B)(6)) the patient clarified she woke up feeling sweaty, weak, and cold. The patient administered self treatment by drinking orange juice and felt better soon after. During troubleshooting, the csr confirmed the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.